Manufacturer narrative:
The pt was instructed regarding the correct usage of the device and acknowledged understanding of the correct procedure. No device will be returned for evaluation.

Event description:
Info was received that reported a pt was hospitalized in 2006 due to diabetic ketoacidosis. It was reported that the pt was a new user and had just started to use subcutaneous infusion set for insulin delivery and had not secured the infusion set to cannula, this most likely resulted in the interruption of delivery of insulin. The pt was instructed regarding the correct usage of the device and acknowledged understanding of the correct procedure. No device will be returned for evaluation.